Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and health care provider (hcp) regarding a patient who received unknown baclofen (unknown concentration and dose) in an implantable pump for non-malignant pain. The pump was alarming. The patient indicated the alarm sounded "like a truck backing up." The pump had been alarming since (B)(6) 2018 and went off every 10 minutes. The health care provider's (hcp) office was closed for the holiday. The alarm was consistent with the pump alarms. The pump was reported to be near expected elective replacement indicator (eri). The patient denied a recent refill and had not missed a refill. The patient was not due for another 5-6 weeks. The pump was going to get her pump replaced, but their hcp did not say when. Patient services directed the patient to their hcp to hospital to determine the pump alarm. The phone number was given for the national answering service (nas) to page a manufacturer representative to check the pump. No symptoms were reported. Additional information received from a health care provider (hcp) indicated the alarm occurred due to low reservoir volume, pump only had 1ml remaining. The cause of the low reservoir alarm was due to the patient not scheduling a refill appointment. The pump was refilled and working fine. The elective replacement indicator (eri) was approximately 3 months. No complications were reported/anticipated.